Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that at the time of final programming after implant there was no atrial sensing. Fluoroscopy revealed that the right atrial (ra) lead had become dislodged and was in the ventricle. The ra lead was repositioned. The following morning it was noted that the ra lead had again dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.